Event description:
Rptr c/o silicone gel weeping. No gel left in silicone envelopes. There is silicone throughout her body with even small particles of some material exuding through the skin. She has neurological involvement as per MRI, lung involvement as per pft's,a subcutaneous nodularity down both lateral thighs (small and hard). She has been diagnosed with connective tissue disease, lupus-like systemic sclerosis?, raynaud's phenomenon, sjogren-like syndrome and myasthenia gravis.